Manufacturer narrative:
Eval summary: a review of the DHR revealed no discrepancies during mfg. The device was not returned. Further medical details (e.g. X-rays, op-reports) were not received. An investigation could not be carried out. The reported event could not be verified. The file will be closed formally in accordance to internal procedure and could be reopened if the device or further info will become available.

Event description:
As it was reported by the technical assistant that attended the surgery, this pt has had a previous s2 tibial surgery in (B)(6) 2011 (B)(4). Last week a rx was taken and it seemed as the nail was bent. Another surgery was performed on (B)(6), where they noticed that the nail was broken in the distal part.